Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) red inner cannula broke in two pieces. The cannula is cleaned 10 to 15 times a day. The user let it soak in water with soap for a few minutes and then use a cleaning swab. No consequence observed.

Event description:
One photograph of the used red fenestrated inner cannula was examined. The investigation of this complaint was limited because no sample was returned. The affected inner cannula was a disposable device which is regularly cleaned by the customer and is therefore replaced based on its condition as described in the instructions for use. To verify the inner cannula durability informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches was carried out so as to measure their performance using established standard test methods. The results of this review indicated that the devices were suitable for their function. The limited photographic analysis indicated that the reported product problem most likely occurred due to excessive force that was used during the cleaning process. The problem could have also occurred due to an incorrect cleaning technique.